Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Incident description: "on monday (B)(6) 2017, we had an incident happen with the attached trocar. Dr. (B)(6) was using this trocar and a piece broke off the trocar and went into the patient. Dr. (B)(6) had to use a hemostat to get the piece removed from the patient. Dr. (B)(6) was performing a lap chole procedure at the time. I do have the trocar with the piece that broke off from it." Add info received via email from sales rep on april 7, 2017 - it was confirmed that the cannula tip broke off. A small piece from the tip broke off and was retrieved from the patient. The fracture occurred during use of instrumentation (grasper and dissector). There was no patient injury. Trocar, broken piece, and packaging are available for return. Type of intervention: unknown. Patient status: patient is fine. No injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a fragment. Upon visual inspection, engineering confirmed that the distal tip of the cannula had broken off. The root cause of the event is likely the result of external force applied on the cannula in combination with lipid exposure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch #mw 5068988.

Event description:
Add info received via email from sales rep on april 11, 2017 - the trocar broke when dr. Was inserting the mesh with a grasper through the trocar add info received via mail from medwatch #mw 5068988 on april 25, 2017 - event description: "tip of trocar broke during a procedure. Tip was recovered, no complications for the patient. Equipment was supplied back to the vendor for return to the manufacture."